Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> device history reviewed: no non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports, of which two other incidents related to implant loosening. Total for lot number: 4 (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface and loosening of the femoral component at the bone to cement interface. Depuy cement was used. It was also reported that the patient had loose tibia confirmed by xray. Plan was isolated tibial revision. Complete revision was performed. Tray poly & femur removed. Patella stayed. Femur was removed without much cement at the bone cement interface. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right knee.